Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix 1000 ml eva tpn bags leaked from an unspecified location. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11 : the four (4) actual devices and a photo of the sample were received for evaluation. Visual inspection on the actual samples did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed, and leaks were noted from the administration spike port bonding area. The photo was reviewed, and leakage was identified at the administration spike port. The reported condition was verified. The cause of the reported condition was determined to be inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.